Event description:
User reported that the system locked up during a case in 2007. They had to reboot the system. It had also locked up three days prior.

Manufacturer narrative:
Gehc surgery field service engineer installed the sundance repair kit. Checked functionality of the c-arm by taking various fluoro shots, cine shots, and printing to the printer. The system did not lock up.